Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent remains free floating in the patient. Device issue: stent dislodgement. It was reported that the procedure consisted of a radial approach angioplasty of the rca through a 6 f sheath in a small 2.0mm radial artery. The rca had moderated to severe calcification. The mid rca was predilated with another company's balloon. Another company's stent did not cross to the mid lesion. A 3.0 x 12 mm multi-link vision was deployed in the proximal/mid lesion. Then, an attempt was made to deploy the 3.2 x 28 mm multi-link vision in the mid rca, but the stent would not cross. An attempt was made to remove the stent delivery system (sds), but the stent dislodged from the sds in the radial artery. There was spasm in the radial vessel and ntg was given to the patient. A vascular surgeon was called in and felt that there was no need to surgically remove the dislodged stent. The stent appeared to be compressed to about 3.0 mm x 14 mm. The patient remained stable and had no adverse events. No additional event or patient information is available.